Manufacturer narrative:
Evaluation of the returned hardware found n anomalies. Problem that was experienced does not appear to have been device related. Images of the construct were not provided for evaluation. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Event description:
On (B)(6) 2011, l4-l5 instrumentation was done with expedium system. After the surgery, it was found that the set screw in l4 came free. Revision performed on (B)(6) 2011. As surgical intervention occurred an MDR is filed to document this event.

Manufacturer narrative:
Device has not yet been returned for evaluation. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Event description:
Follow up report.